Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving saline via an implantable infusion pump for an unknown indication for use. It was reported that there were volume discrepancies noted at the refills. The volumes and dates were unknown. It was reported that the system was replaced and the issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
The pump was returned, and analysis found the insignificant anomalies of a crease on the internal pump tube and wear on the motor o-ring for gear number three. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) indicated the patient has been having volume discrepancies for "over a year." The hcp noted that the patient's current pump was their second new pump in less than a year. The hcp saw the patient after the replacement and stated that the "pump was still full almost two months after the replacement." The hcp spoke with the managing hcp who told them to confirm that programming was correct and check the pump again at the next refill, as the patient was not having symptoms. At the next refill, in (B)(6) 2018, the pump was still completely full. The hcp had another hcp fill the pump with saline and set it to minimum rate in preparation for a full system replacement. The hcp stated that they thought that because the issue was noted with two sequential pumps, the root cause was a catheter issue. The hcp had not seen the patient yet after the patient's most recent replacement and did not know how the patient was doing. They didn't know the patient's weight. No further complications were reported.